Manufacturer narrative:
The reported event, housing is broken, was confirmed. The technician confirmed through visual evaluation that the rubber seal was missing. Based on a review of risk documents, the o-ring (rubber seal) can be damaged and thus fall out of the housing due to damage from fatigue or exposure to cleaning solvents. Device was placed in parts retention.

Event description:
It was reported that the rubber seal is missing from the aseptic battery housing which can cause housing to not close completely and can lead to a sterility breach. It was found during service at manufacturer facility, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that the rubber seal is missing from the aseptic battery housing which can cause housing to not close completely and can lead to a sterility breach. It was found during service at manufacturer facility, no associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has been received, but the evaluation has not yet begun. Additional information may be submitted once the quality investigation is complete.